Event description:
It was reported that the patient has a hard time going up steps and walking due to pain. She also states that she cannot put pressure on that left leg or lie on it when sleeping. She has been having the problem for quite some time, but cannot pinpoint the specific onset. The patient completed blood work and had x-rays during her doctor's appointment. She is scheduled to have an MRI next week.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.